Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving an unknown drug via an implantable pump for nociceptive non-malignant back/leg pain and tissue injury. It was reported that on (B)(6) 2025 the patient reported multiple difficulties related to activating the personal therapy manager (ptm). The device was difficult to activate, especially while experiencing pain with the two devices. The device was slow to connect and deliver the bolus. The event was noted to be unresolved with no further action planned. The etiology of the event indicated the relationship of the event to the device or therapy was a causal relationship and the relationship of the event to the implant procedure was not related.